Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) model description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information received revealed that the patient would undergo a revision due to inadequate therapy. The leads were moved up higher in order to better cover the patient's pain areas. The patient was reportedly doing fine.

Event description:
A report was received that the patient would undergo a revision. No further information was provided.

Event description:
A report was received that the patient would undergo a revision. No further information was provided.